Event description:
The customer reported to olympus, when the colonovideoscope was plugged into the processor, an error code e315 was displayed. The issue was found during preparation for use for a diagnostic colonoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the image was foggy and the resolution was not clear. Due to deformation of the scope cover, water tightness was lost and due to damage on the circuit board unit in endoscope connector, the color tone of the image was not proper. Due to damage on the suction connector, the image was not displayed. The universal cord was deformed, the scope cover was deformed, the control unit had corrosion due to water leakage. Due to corrosion on the terminal of the electrical connector, an e277 communication error was displayed and the scope connector cover unit had corrosion due to water leakage. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed the e315 error message was most likely caused by electrical contact failure due to water invasion of the scope connector; however, a definitive root cause could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.